Event description:
Customer's father reported the insulin pump alarmed no delivery. Customer was swimming and the site came out. Inserted a new site and tried to give a bolus only gave a few units. Customer's father reported the customer had dropped the device when he was at the pool. Customer's blood glucose level was 429 mg/dl. Customer's father was advised customer should discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.